Event description:
Customer reported that an erroneously low glucose result was generated by the unicel dxc 600 synchron system. The system generated critical re-run feature was triggered with a similar low result. The result was reported out of the laboratory. The sample was re-run on the facility's back-up system. The re-run result was within expectations. The amended result was then disseminated from the laboratory. It is not known if there was any change to the pt's treatment or care. There is no report of any serious injury or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility on (B)(4) 2010. Numerous racks were processed through the system; no errors were observed. Fse replaced the level sense module, wick and adjusted the autogloss tubing. The fse checked the glucose module pumps, valves and mixer motor; no issues were found. The specific root cause cannot be determined. This is one of three separate medwatch reports as three separate pt events were reported. Reference the MDR numbers for all associated reports: 2050012-2010-00156, 2050012-2011-02201. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.